Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room with an implantable cardioverter defibrillator (ICD) alert for charge circuit time being inactive. The device also had a charge circuit timeout and reached end of service (eos). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.